Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached an elective replacement indicator (eri) and displayed an error message. Device replacement was recommended. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached an elective replacement indicator (eri) and displayed an error message. Device replacement was recommended. At this time, this s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached an elective replacement indicator (eri) and displayed an error message. Device replacement was recommended. At this time, this s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added.